Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. There were 5 sensors reported all with unknown serial numbers and they have been captured under this submission. The products have been requested back for investigation and the customer agreed to return the devices; however, at this time the products have not yet been received. An investigation has been performed for the reported complaint and there was no indication that the products did not meet specifications. Valid serial numbers have not been provided, therefore no DHR review is possible. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: the customer reported experiencing a low readings issue, two high readings issues, and an error message issue with 5 adc devices. The customer received unspecified high readings obtained on the adc device in comparison to unspecified readings obtained on a bgm that were reportedly "30 points higher." The customer then experienced a high readings issue and received unspecified high readings from an adc device and after approximately 5 minutes the customer received a reading of 50 mg/dl from the same adc device. Lastly, the customer received an unknown sensor error and ultimately removed the adc device. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.